Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies were found.

Event description:
It was reported that during the implant procedure, there was fluid observed in the header and the physician requested to use a new device. This device was not implanted. No patient complications have been reported as a result of this event.